Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-00618.

Event description:
The patient was undergoing a coil embolization procedure in the inferior mesenteric artery (ima) using a lantern delivery microcatheter (lantern), pod packing coils (pod pcs), and pod coils. During the procedure, the physician successfully implanted a pod coil into the target location. After advancing the next pod pc into the target location, the physician began to re-position the coil by advancing and retracting it. Next, the pod pc became stuck inside the lantern when a few centimeters of the coil was advanced into the target site and a few centimeters of the coil was inside the lantern. Therefore, the lantern containing the pod pc was removed from the patient. The procedure was completed using another lantern and two additional pod pcs. There was no report of an adverse effect to the patient.